Event description:
It was reported to philips that the system was stuck at zeros due to corrupt software and a red led on the flex pc disk on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service suggested monitor hookup and provided part numbers for hard disk replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).